Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change out procedure after opening the pocket the physician noted an insulation anomaly near the proximal end of the right ventricular lead. There were no electrical anomalies on the lead. The physician elected to use medical adhesive to repair the lead. The patient did not experience any adverse effects prior, during and post procedure.